Manufacturer narrative:
Unit passed selftest and displacement test. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was 321mg/dl at the time of incident and the current blood glucose level was 321 mg/dl. Customer stated that the insulin pump was not vibrating during pump error alarm. The customer stated that the they was successfully clear the alarm and complete the insulin pump rewind. The customer stated that the self test was pass. Troubleshooting was performed. The insulin pump will be returned for analysis.